Event description:
It was reported the camera head had an e221 error. The issue occurred during an unspecified therapeutic procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name - (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.